Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a total hip arthroplasty on (B)(6), 2003. Patient was revised on (B)(6), 2011 due to allegations of pain, weakness, and elevated cobalt and chromium levels. Additional information provided in patient medical records indicate that the revision procedure performed on (B)(6), 2011 noted metal-tinged fluid and necrosis. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent a total hip arthroplasty on (B)(6) 2003. Patient was revised on (B)(6) 2011 due to allegations of pain, weakness, and elevated cobalt and chromium levels. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-01423/-01524).